Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 75% stenosed, distal marginal coronary artery. The 2.5x12mm xience xpedition stent delivery system (sds) was advanced to the lesion and the balloon was inflated to 8 atmospheres to deploy the stent. There was an inflation, then deployment stopped. The sds was withdrawn and a leak was noted in the balloon. A new 2.75x12mm trek balloon dilatation catheter was used to correctly deploy the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty deploying the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Per xience xpedition everolimus eluting coronary stent system electronic instructions for use the first step under the operators instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operators instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.